Manufacturer narrative:
(B)(4). Investigation summary: the analysis found that one pve35a device was returned with no apparent damage and with a cartridge reload loaded on the device. The cartridge reload was received partially fired 1/4. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The partially fired is consistent with an incomplete or interrupted cycle. The device opened and closed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information requested and received: please clarify "firing mechanism jammed", where the reverse switch was used to return the blade: did the device lock-out (no staples deployed and no cut line started)? Or, did the device start to deploy staples and cut but could not be completed (partially fire)? It fired and locked after cut. Manual override lever was used or, did the device fully fire and stop during the automatic knife return? Also, is the current patient status known? Patient status fine. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) No.

Event description:
It was reported that there was a faulty echelon flex powered vascular device. The customer reported the firing mechanism jammed on the device, again. They tried using the automatic knife return button. That worked but the gun would not fire after this.